Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d), that had been implanted for 4 years, was found to be at end-of-life (eol). This was discovered when the device was interrogated for an unrelated procedure. This patient could not be found in guidant's records and it is believed the patient has not been followed in a device clinic. Charge time is 30 seconds at 2.55 volts. This patient has had a CT scan but it is unknown whether an MRI or radiation therapy has been performed. The patient does not remember hearing beeping tones from the device. Two manual capacitor reformations were performed but the charge time remained 30 seconds.